Event description:
The customer reported that he was hospitalized due to high blood glucose levels, with a reading of 500 mg/dl. The customer stated that he had been feeling dehydrated and was vomiting. The customer stated that he tested positive for high ketones. The customer was told to change the infusion set, and his most recent blood glucose reading was 91 mg/dl. The customer feels that the insulin pump is working. Advised the customer to monitor and call back as needed. No troubleshooting done at this time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.